Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. The insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer indicated that their blood glucose was in the normal range. Troubleshooting found that there were some alarms in the alarm history. No further information was provided.